Manufacturer narrative:
The sureform 45 stapler logs show that the instrument was installed on the system fives times and fired five sureform 45 reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that after a da vinci-assisted endometriosis surgical procedure, tissue was stapled with a sureform 45 black reload installed on a sureform 45 stapler instrument. The procedure was completed robotically with no intraoperative complications; specifically, there were no complications with the sureform 45 stapler instrument. However, the patient developed a postoperative leak and returned to the hospital on postoperative day four. The patient required a subsequent procedure the next day; an exploratory laparotomy and diverting colostomy were performed.